Event description:
Additional information received reported the patient still has concerns with their device or therapy. It was reported they had an appointment on 2014 (B)(6) and another appointment is scheduled with their health care provider (hcp) or manufacturer representative on 2014 (B)(6).

Event description:
It was reported the patient was unable to adjust stimulation. A "call your doctor" icon was seen on the patient programmer (pp). The patient had a power on reset (por) condition. The patient reported had been having problems since (B)(6) and stimulation had stopped. The patient saw a rep on (B)(6) 2014 and had her implantable neurostimulator (ins) reprogrammed. However, the ins reportedly wasn't charged enough to clear the por. The patient had reportedly recharged all weekend. It was confirmed the patient had a warning por and not an informational por. The patient reportedly saw a code in october or november, notified the manufacturer representative (rep), and didn't have any further problems until (B)(6). The patient reportedly sees the health care provider (hcp) every 2 months and could not get a hold of a rep in (B)(6) to meet her at the hcp's office. It was reported the patient had difficulty driving 47 miles to the hcp because of back pain. The patient reportedly woke up and couldn't move, and her back felt like she had a pinched nerve inside her spine.

Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. Product ID: 37752, serial# (B)(4) implanted: (B)(6) 2008, product type: recharger. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).